Manufacturer narrative:
Other relevant device(s) are: brand name: micra < model #: mc1vr01-delsys / expiration date: 14-jul-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 13-feb-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced bradycardia. The leadless implantable pulse generator (ipg) exhibited pacing failure, rise in threshold and dislodgement. Post tether cutting the delivery system may have attributed to the dislodgement of the ipg. Medication was administered and the ipg remains in use. No further patient complications have been reported as a result of this event.